Manufacturer narrative:
Note: the d4 primary UDI number has been updated to (B)(4). On 1-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and during the operation the medical team identified that the tip of the device was abnormal under two-dimensional radiation. The physician remove the device from the patient, it was found that the tip of the outer sheath cracked open. There was no internal mechanism exposed. The sheath tip was described as 'rough'. There were no damaged or lifted electrodes noted. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was not broken but scratches on the surface were observed. A device history review was performed for the finished device 00002526 number, and no internal action related to the complaint were found during the review. The scratched condition could be related to the tip issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue could be caused by an excessive force or the size incision into the patient's skin; however, this cannot be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and during the operation the medical team identified that the tip of the device was abnormal under two-dimensional radiation. The physician remove the device from the patient, it was found that the tip of the outer sheath cracked open. There was no internal mechanism exposed. The sheath tip was described as 'rough'. There were no damaged or lifted electrodes noted. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). E1 initial reporter facility: (B)(6) university school of medicine. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).